Event description:
On november 3, 2006 the lay user/patient contacted lifescan alleging that his one touch ultrasmart meter was reading inaccurately low. The senior medical affairs specialist spoke with the patient on november 7th to obtain/clarify information. The patient claimed that the meter started reading inaccurately low approximately 6 weeks prior to calling lfs. On an unk date, the patient obtained a result of 419 mg/dl on the reported meter at 10:00 pm,while feeling fine. The result was obtained prior to eating dinner. He administered 15 units of r insulin, instead of the usual 10 units. He ate dinner and within an hour or two, he started sweating profusely. He claimed that he changed his clothes three times before the paramedics were contacted. No attempts were made to test while experiencing symptoms. The patient's children attempted to give him candy; however, the patient described being disoriented and eventually passed out. Once the paramedics arrived, a result between 31 mg/dl and 39 mg/dl was obtained on the reported meter. The patient could not specify whether he was tested on any other device or the type of treatment received. The patient could not recall if he was tested prior to the paramedic's departure. Patient's insulin regimen includes: 10 units on n insulin in the morning and r based on a siding scale regimen with meals. The patient does not have any other health conditions. The customer care advocated verified that the unit of measurement was set correctly. The patient was using the correct testing technique and correct technique for cleaning the puncture area. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a relatively elevated result, was feeling fine, administered insulin based on his sliding scale regimen, developed symptoms of hypoglycemia, lost consciousness, and received assistance from paramedics.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.